Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was found to be leaking during compounding after saline and drug was added to the bladder. There was no patient involvement.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production.